Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a malignant tumor removal surgery for femoral fracture with pediatric hip plate and metaphyseal plate with 12 holes (first plate). On (B)(6) 2019, the metaphyseal plate was replaced with another metaphyseal plate with 14 holes (second plate) because the initial plate had broken. On (B)(6) 2019, the second metaphyseal plate was replaced with a new plate because the second plate had broken as well. In this second reoperation, the fibula bone was grafted into the medullary cavity of the affected femur and another plate was implanted in addition to the third metaphyseal plate. There was no surgical delay. The surgeon thinks that the plate breakage was caused by stressing. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 3.5mm titanium (ti) locking compression plate (lcp)® metaphyseal plate 14 holes. This is report 1 of 1 for (B)(4) and captures the breakage of the second metaphyseal plate. Related (B)(4) captures the breakage of the first plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is an unknown date in 2019. H3, h6: part: 423.414s, lot: l679181, manufacturing site: grenchen, release to warehouse date: december 08, 2017, expiry date: december 04, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint part was forwarded to the manufacturing facility for investigation. Here their statement: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.